Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: laparoscopic video-assisted thoracoscopic surgery (vats) procedure. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. A component of the device broke off, the handle. There was no patient harm.